Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit's room pressure, wireless disk were damaged. There was no patient invovlement.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced the cable assembly bp input to front end and the safety disk. The iabp was then determined to be functional.